Manufacturer narrative:
The customer stated no other assays were affected and qc was acceptable. On (B)(6) 2022 the field service engineer (fse) replaced the pinch tubes as they looked "very squeezed." The fse checked instrument adjustments and no issues were identified. The customer has had no further issues since the service visit.

Event description:
The initial reporter questioned results for multiple patient samples tested for elecsys tsh (tsh) on a cobas e 411 immunoassay analyzer. The initial tsh results from (B)(6) 2022 were reported outside of the laboratory where the result for 1 patient sample was questioned by the physician who requested repeat testing. On (B)(6)2022 the customer repeated "several" patient samples and the results for 5 patient samples were found to be discrepant. The customer provided specific results for 2 patient samples: patient 1 initial result was 0.08 miu/l. The repeat result was 3.37 miu/l. Patient 2 initial result was 0.13 miu/l. The repeat result was 2.55 miu/l. The repeat results were believed to be correct. The tsh reagent lot number was 58990501 with an expiration date of 31-dec-2022.

Manufacturer narrative:
It is not known when the customer last replaced the pinch valve tubing. Product labeling states the pinch valve tubing needs to be replaced either every month or every 2 months depending on the system mode. The service actions of replacing the pinch valve tubing resolved the issue.